Event description:
It was reported that low output current was seen on the patient's vns generator. When system diagnostics were attempted, error code 254 was seen, which can be indicative of a reed switch malfunction. The generator was reset, and then a low impedance error message was seen, confirming a reed switch failure. Device history record was reviewed for the suspect generator. The device passed all quality control measures and no unresolved nonconformances were found prior to distribution. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The most likely potential contributors identified were extended exposure to external magnetic fields leading to sticking of the reed switch blades as well as magnetic field remanence effects of the nickel elements of the battery allowing sufficient residual magnetic field to hold a reed switch in a closed state even after removal of the external field. Additionally, based on prior similar events on older model ipgs, mechanical trauma that affects reed switch gap spacing is considered an additional possible contributor. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #01 inadvertently did not include that the suspect device was received. Device available for evaluation? Corrected data: supplemental report #01 inadvertently did not include that the suspect device was received/received date. H3 device evaluated by MFR? Corrected data: supplemental report #01 inadvertently did not include option ¿no¿ and code ¿02¿.

Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed for the returned generator. The reported reed switch malfunction was not duplicated in the pa lab. The generator output was monitored for >24 hours and there was no variation in the generator output, and magnet activations performed during the output monitoring demonstrated the appropriate magnet current for the programmed settings. Comprehensive electrical testing showed that the generator performed according to all specifications. There were no performance, or any other type of adverse condition found with the pulse generator in the pa lab. While the reed switch failure was not duplicated in the pa lab, it is known that a reed switch that was stuck closed can become dislodged after explant/in transit to the manufacturer. Therefore, the historical diagnostic data will be used to conclude that the low output current and later low impedance was due to a reed switch failure. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement, and the low impedance (due to reed switch failure) resolved. The suspect device has not been received by the manufacturer to date.

Manufacturer narrative:
F10 impact code, corrected data: reporter inadvertently left off a relevant code. F10 device code, corrected data: reporter inadvertently used the incorrect code. F10 component code, corrected data: reporter inadvertently used the incorrect code. H2 type, corrected data: reporter inadvertently did not mark "device evaluation" on a previous report when it was applicable.